Event description:
The pt was seen in the post op anesthesia care area (pacu). Post op electronic orders were not released while pt was in pacu, and then pt was transferred to med surg. After transfer the pacu orders were released. The usual method was bypassed, and the post op orders did not auto d/c upon transfer. This left the medication and dosages active on the mar for the post op pt, which presented a potential risk for giving a medication not ordered, and in dosages not appropriate for the pt's location and level of care. This has occurred on a number of occasions and staff are being educated to the problem and potential risks. Medication not administered to or used by the pt. Relevant materials not provided. (B)(4).